Manufacturer narrative:
The tandem pump user guide indicates to use only use u-100 insulin, as any lesser or greater concentration can result in serious health consequences. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl. Carbohydrates were consumed to treat bg level. Reportedly, the customer was unsure of the cause of the low; however, believed that the personal profile settings needed adjustment. Additionally, u-500 insulin was being used. Tandem technical support educated the customer on the labeling instructions.